Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: removal of retained hardware, l5-s1. Decompressive laminectomy, l4 with l4-5 diskectomy. Transforaminal lumbar interbody fusion, l4-5. Insertion of interbody device, l4-5, using 11*25mm interbody implant with allograft and local bone supplementation. Posterior lateral fusion, l4-5. Posterior instrumentation, l4-5 with spinal USA titanium hardware. Preoperative, postoperative diagnosis: high grade lumbar spinal stenosis, l4-l5. Degenerative lumbar disk disease, l4-l5. Lumbar radiculopathy, bilateral lower extremities. Retained hardware, l5-s1. Per op-notes: ¿the laminectomy was performed. All bone was harvested to be used for part of local bone. A nice central and bilateral decompression of the exiting l4 at l5 roots was accomplished. The interbody fusion was done to the right side. The annulus was incised.¿ no complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.